Manufacturer narrative:
Date of report: 19sep2019. International UDI# (B)(4). The manufacturer provided technical support and determined that the front bezel would need to be replaced. The customer was provided the part number and information technical support that the part would be ordered and replaced in house. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.